Event description:
Pt called in march 2004 stating that pt believes the unit has caused pt to have "burnt sinuses" due to the unit emitting a smell. Follow-up call in march provided the following info: pt stated that the unit started to emit an intermittent odor around october 2003 and pt continued to use the device until december 2003 when the smell became continuous. Pt has stated since the time pt continues to have runny nose and watery eyes. The pt now has "burnt sinuses" per their ear, nose and throat doctor. There has been no confirmation concerning this from their doctor. Pt is now very sensitive to any smells and this will bring on the symptoms of watery eyes and a runny nose. Follow up call in april. Pt stated that their ophthalmologist diagnosed pt with conjunctivitis.